Event description:
The customer reported to olympus during an unspecified therapeutic procedure the ceramic tip on the resection sheath, 24 fr broke off in the patient. The tip was successfully retrieved from the patient, and the procedure was completed with a similar device. There was no reports of patient death, harm, or injuries related to this event. The device was inspected during tray assembly prior to sterilization in the sterile processing service department (sps) and confirmed there were no issues with the device prior to stating the procedure.

Manufacturer narrative:
The device has not yet been received by olympus. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus performed a visual inspection on the received condition and discovered a significant portion of the ceramic insulation at the sheath's distal end broken, which was not returned for evaluation. Approximately 50 percent of the ceramic insulation was missing; the remaining insulation was still intact to the inside of the sheath. The sheath has minor scratches in various locations throughout. Additionally, the release knob functions as intended. Based on the results of the investigation, it is likely the damage of the insulation material of the sheath was caused by thermal mechanical overload, improper handling, mechanical impact like fall, shock or similar stress. Additionally, the damage to the device may have been caused wear and tear. The following instructions are provided in the user manual which may prevent and detect the event: properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. Inspecting the product: visually inspect the product. Make sure that it has: no corrosion, no dents, no scratches. Ceramic insulation at distal end: visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Risk of injury: impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product: if the product is damaged or does not function properly, contact an olympus representative or an authorized service center. Pact like fall, shock or similar stress. Alternatively, the cause of the reported issue is attributed to wear and tear. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Updated/corrected fields: b5 and g2 (added other and mw 5107553). This supplemental report is submitted to provide additional information from the reporter and information that was already submitted via duplicate report, MFR 9610773-2022-00149/mw # 84602.

Event description:
The customer reported the ceramic tip broke off intraoperatively during a transurethral resection of a prostate and laser lithotripsy procedure. The fragment was retrieved from the bladder. The entire piece was retrieved without injury to the patient. No other devices were replaced during the procedure.